Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that: "the insert would not fully seat into the tibial baseplate. There was no soft tissue and a gap remained between the tibia and insert."